Event description:
In 2008, the pt reported experiencing air bubbles in her insulin cartridges since beginning use of the infusion device. She was advised to use room temperature insulin, and she was educated on the proper procedure for inserting the cartridge into the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged insulin cartridge had been discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.